Event description:
As reported by the user facility: reports pump is not infusing the correct amount, pump also stops during infusion without alarming. Blood backs up in to the tubing. This pump is being used with a dialysis machine. MFR ref number 9610825-2014-00131.